Event description:
It was reported that post op a laparoscopic adjustable gastric band on each adjustment, the surgeon aspirated pus before he could fill the band. The band was explanted. Upon removal it was discovered that the band was full of brown fluid and the entire tube was completely enveloped in tissue. Samples of the fluid were collected for testing. The band is currently in the pathology department.

Manufacturer narrative:
Date sent: 4/7/2009. Info anticipated, but unavailable at this time.